Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead, the pacing lead could not be fixed in multiple positions due to severe ventricular fibrosis. The pacing lead appeared to be bent when it was repeatedly screwed in and was explanted and replaced. No patient complications have been reported as a result of this event.